Manufacturer narrative:
Findings: reliability analysis evaluated 3 opened/used reservoirs. Performed fill reservoirs. Reservoirs passed per spec. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that they found air bubbles in their reservoir compartment of their insulin pump. The customer's blood glucose level was at 44 mg/dl. The customer did not mention any symptoms of low blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer was assisted with trouble shooting and was advised that the reservoir and infusion sets needed to be changed. The customer will send the current sets back for analysis. The customer was sent new reservoir and infusion sets.